Event description:
Additional information was received from a patient. It was reported that the battery was replaced and the patient received a primary cell implantable neurostimulator (ins). It was also noted that the patient had the stimulation turned up higher which caused the battery to drain more rapidly. The patient is taking 5 carbo-dopa pills per day and is displeased with the ins. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not working and the battery was dead. The consumer stated that the ins battery died rapidly. The event occurred in (B)(6) 2015. There were no associated symptoms reported. The patient's indications for use were parkinson's dual and movement disorders. The cause of rapid depletion and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.